Event description:
The surgeon implanted a cc4204bf plate collamer lens. The lens optic was pitted. The lens was removed. No pt injury. The iol injector and iol injection cartridge, model and lot numbers unk.